Manufacturer narrative:
A field service engineer went on-site and verified hardware. No hardware issues were noted. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated testosterone, prostate specific antigen (psa) and sex hormone binding globulin (shbg) generated by the access 2 immunoassay system for several patients. Repeat testing produced lower results within a different clinical category. The actual patient results were not provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.